Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality control (qc) results were in range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the immulite 2000 xpi instrument and replaced the dilution well. The cse performed a precision run post service, and the instrument was operating within specifications. The cse performed a follow-up and noted a leak in the vacuum pump. The pump and fluid waste manifold were serviced and replaced. The instrument was verified and running within specifications. The customer was satisfied with the performance of the instrument. Siemens evaluated the human chorionic gonadotropin (hcg) precision data, and no issue was noted. Qc results were within range. Siemens noted the dilution well is the potential cause for the discordant results. The analyzer has performed within specifications. No further evaluation of the device was required.

Event description:
The customer obtained discordant falsely elevated human chorionic gonadotropin (hcg) patient results on the immulite 2000 xpi instrument. The discordant result (5.59 miu/ml) was reported and questioned by the physician(s). The customer used the same sample and instrument to perform repeat testing. The customer ran in duplicate and obtained higher results. The customer reran the sample ten times and resulted 1.00 miu/ml. The customer did not issue a corrected report. There are no reports of patient intervention or adverse health consequences due to the discordant hcg results.